Event description:
It was reported that the deep brain stimulation (dbs) patient experienced remote to implantable pulse generator (ipg) communication difficulty following a lead revision procedure (reported in MFR# 3006630150-2024-06300). It was noted that electrocautery may have been used during that procedure and may have damaged the ipg. The patient underwent a revision procedure wherein the ipg was replaced.